Manufacturer narrative:
The hill-rom technician found the left intermediate siderail not latching due to sticky fluids. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the center arm cover, latch pin, and spring to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left intermediate siderail will latch. The bed was located at the account in bed storage. There was no patient/user injury reported. This report was filed in our complaint handling system on complaint #(B)(4).